Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump alarmed low predicted alarm. The blood glucose reading was 14 mg/dl. The customer stated that there were several occasions in which the meter shut off because it needed a blood glucose reading. He declined troubleshooting assistance for the low blood glucose event. He advised that he would keep the insulin pump in an area in which he would be able to hear it while sleeping. Nothing further reported.